Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer report number 1627487-2022-01806. It was reported that a lead migration issue was observed. Patient lost effective therapy as a result. Surgical intervention is anticipated in the near future. No additional information is available at this time.

Event description:
It was reported surgical intervention was undertaken where in the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.